Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's high blood glucose and hospitalization. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that: if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your health care provider's guidelines. If ketones are not present , take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after two hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another two hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).

Event description:
On (B)(6) 2011 at 11:43 am, the patient's blood glucose measured 243 mg/dl. She had a "nutrition shake" at noon and her bg had increased to 344 mg/dl by 1:03 pm (no bolus dose of insulin was reported at that time or when the shake was consumed). At 3:08 pm, with a bg result of 440 mg/dl. A 3.75 unit insulin bolus was administered. At 3:26 pm, with no additional bg test result reported, a second bolus of 2.85 units was given and the patient was taken to the hospital and admitted with large ketones. The patient's mother reported that her daughter was treated with fluids and two units of insulin by IV. The final bg result reported was 291 mg/dl at 8:17 pm. The device was discarded at the hospital.